Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was observed to be depleting too fast. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.